Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the device will shut off while it's plugged in. Per customer, "while on the pt with the unit plugged in, it will just shut off, not go in to sleep mode with a blank screen, actually shut off. No alarm and no error codes. Like it has a short." No known impact or consequence to patient.